Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar xl after an interventional procedure. Reportedly, after positioning the prostar device, no blood flow was visible in the marker lumen, only the suture lumen. The marker lumen was flushed a second time, but still no blood was visible. A second prostar xl was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device noted the device was in the pre-needle deployed position with blood present on the device and the coiled suture lumens. The marker lumen was flushed during testing and marked without difficulty. Based on the test results, the reported experience of not marking during use could not be confirmed. The marker lumen at the proximal end and the marker port located at the distal end were clear with no evidence of blood flow detected. There were no obstructions, damage or abnormal observations detected with the device that would contribute to the reported experience. During manufacture the marking of each device is subject to inspection during manufacturing it should be noted that the instructions for use (IFU) under device placement states: continue to advance the prostar xl device until the barrel is at skin level. Once the hub is unlocked, rotate the hub while gently advancing the barrel at a 45-degree angle, or less. A steady, continuous drip of blood from the dedicated marker lumen occurs when the prostar xl device is properly positioned. Marking from the lumen containing the sutures may occur but should not be used as the indicator of proper positioning and needle deployment. It was also reported that the user was in training. The IFU under caution states: prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The reported information indicates the inability to position the device correctly to achieve marking may be related to the user familiarity and technique with the deployment steps. Based on the analysis, test results, inspection criteria and reported information the reported failure to mark during use appears to be related to the user technique during use of the device and not a product quality deficiency. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there was no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - per instructions for use as stated in precautions: if using the pre-close technique (placement of the prostarxl device sutures prior to dilating the access site beyond 10fr), sutures should gradually tightened as the introducer sheath is removed to maintain hemostasis. An 18fr procedural sheath was used, it is unknown if this was a pre-close technique and if a 8.5 to 10fr sheath was used prior to the 18fr sheath. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).